Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device associated with the reported event was not returned for evaluation. Review of the device history records did not reveal any anomalies. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the reported event without the device to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Polyethelene inserts (sizes 9mm x size 4 & 8mm x size 4) were unable to be seated correctly on the size 4 tibial component used during surgery . Surgery delay 25 minutes. Poly insert 8 mm x size 4 implanted; poly insert 9 mm x size 4 discarded; femoral product no issue.